Event description:
The customer called and reported she received a no delivery alarm on the insulin pump, which was resolved by a complete set change. The reservoir may have been occluded. Customer's blood glucose was 274 mg/dl and the patient had previously stepped on a nail. Troubleshooting was not possible at the time of the call to determine the cause of the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.